Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-23698. This report, 1818910-2014-29370, will be rejected. 1818910-2014-23698 will be kept for investigation purposes.

Manufacturer narrative:
The device associated with this report was not returned. Previous similar investigations, including evaluations by a depuy material scientist have determined that use error is the most likely root cause, however the investigation is inconclusive as the reported device was not returned for evaluation and additional information was not available. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The instrument was manufactured in november of 2008; prior to the design improvement. Health hazard evaluations pra-860-2009-hhe in march 2009 and dva-105642-hhe in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Anterior summit stem inserter tip was noted to be broken off but was not detected until after the surgery was completed and the incision was closed. Tip of inserter is approx 5mm in length.